Event description:
It was reported that an implantable neurostimulator (ins) was causing shocking and jolting. It was reported that the shocking and jolting sensation began on (B)(6) 2012, after the patient received a second nerve block shot in a series of three. It was reported that the shock was felt from the bottom of her left foot all the way through her body. It was reported two months later, in the morning, there had been "dye injected" and "special tests," and that after a recharge the stimulation on the ins was set very low. It was reported that shocking and jolting sensation were still occurring when metal objects are touched, and this has been happening for two months. It was reported that the patient is currently experiencing pain, soreness, sensitivity, and swelling in the left leg. The patient's status is unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported an x-ray was done and the results were normal. It was noted no malfunctions or issues were determined. No interventions were taken. The patient seemed to be doing well and she was receiving effective therapy.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37092, lot# 219520001, implanted: (B)(6) 2009, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).